Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported via the sales rep that the pin had broken off the cutting block when the block was lifted away after the cut had been made. The customer reported that the pin had to be retrieved from the femur.

Manufacturer narrative:
Reported event: an event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Medical records received and evaluation: not performed as no patient information was provided for review. Device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review: there have been 2 similar previous reported events. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, seabrook international, had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
The surgeon reported via the sales rep that the pin had broken off the cutting block when the block was lifted away after the cut had been made. The customer reported that the pin had to be retrieved from the femur.